Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's for the freestyle libre sensor were reviewed and the dhrs showed the freestyle libre sensor passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle libre readers and sensors. No further tracking and trending is required as there were no confirmed complaints. The manufacturer of the freestyle libre reader was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. Sensor kit expiration date is 31-jul-2017. The medical event associated with this case occurred on (B)(6) 2017 which confirms the usage of the device beyond the useful life of the device. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from her adc freestyle libre sensor than she was feeling. Customer further reported that on (B)(6) 2017 she received a sensor reading of 236 mg/dl at 11:59, noting that at the time she was feeling ¿weak and low¿ but did not verify the reading with a blood glucose reading. She then self-administered 4 units of unspecified insulin. Approximately 20 minutes later she continued to feel ¿weak and ill¿ so she performed a blood glucose test (result not provided) and indicated the value received was ¿low¿ so her friend administered a glucagon injection. Subsequent libre sensor scan results are as follows: 120 mg/dl at 13:20 , 62 mg/dl at 14:22, and 149 mg/dl at 15:00. No further treatment was reported. There was no report of death or permanent injury associated with this event.